Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2008, the pt underwent stenting of the pre-dilated prox cx and direct stenting of the lmca with three xience v stents. In 2009, the pt began having chest pain while working in the garden. The pt presented to the ER three days later, after ntg did not relieve the chest pain. The pt was transferred to an outside facility and had a heart cath the next day, which revealed in-stent restenosis within both the lmca and the prox cx. Percutaneous coronary intervention was performed to the left main artery and the prox cx using only one stent from another company to cover both lesions. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation -angina and stenosis, in the IFU are known adverse events associated with coronary stenting. Hospitalization is listed in the no-fault risk assessment along with angina and stenosis as known potential post-procedure complications associated with coronary stenting procedures. In this case, it is likely the angina and hospitalization were secondary effects of the stenosis, which was treated with placement of an add'l stent. A definitive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined. The xience v stent placed in the lmca mentioned is being reported under another MFR#.